Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery when she was attempting to bolus. Customer stated she has changed the site two time and reservoir and device continues to alarm. Customer didn't know her blood glucose. Troubleshooting was performed and customer wad advised to push insulin through tubing manually with the plunger. Then to perform a manual prime, customer stated the device alarmed again. Customer was then advised to change out the reservoir and infusion set, then perform manual prime again. Insulin did exit so customer was advised there was an occlusion in the set and reservoir. Customer agreed to return the reservoir for analysis.